Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the lcd touchscreen on the device was unresponsive and that the device began cycling power (rebooting) by itself. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it cycling power (rebooting) by itself could not be duplicated during testing. Ventec downloaded the device's electronic records for analysis and confirmed that there were prior reboot events that had been logged by the device. After further analysis, ventec determined that the cause of these reboot events was insufficient power. Evidence showed that the customer had unplugged the device from external power when its batteries were completely depleted. There were no reboot events observed while the device was being investigated/serviced by ventec. During the device evaluation, ventec did confirm the reported issue of an unresponsive lcd touchscreen. Ventec replaced the lcd touchscreen to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported unresponsive lcd touchscreen was the lcd touchscreen. Based on the information available, ventec's investigation determined that the root cause of the reported inappropriate device reboots was user error.